Manufacturer narrative:
One controller was not returned for evaluation. The reported event of "electrical fault" could not be confirmed since log files were not available for analysis nor was the device available for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis could not be performed as the device was not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that after the backup controller's software was updated, the vad coordinator noted an electrical fault alarm. The controller was exchanged with no reported patient consequences. There was no further information provided.